Event description:
The surgeon was using the reamer device during a total anterior hip procedure. Upon removing the reamer from the left hip/femur, the surgeon noted the head was missing from the reamer shaft. Fluoroscopy revealed multiple metal fragments remaining in patient. Surgeon retrieved 15 pieces (pieces retained) from the left femur; fluoroscopy confirmed all pieces were removed.

Event description:
The surgeon was using the reamer device during a total anterior hip procedure. Upon removing the reamer from the left hip/femur, the surgeon noted the head was missing from the reamer shaft. Fluoroscopy revealed multiple metal fragments remaining in patient. Surgeon retrieved 15 pieces (pieces retained)from the left femur; fluoroscopy confirmed all pieces were removed.

Manufacturer narrative:
Where is the device now? For type of device: reamer.

Event description:
The surgeon was using the reamer device during a total anterior hip procedure. Upon removing the reamer from the left hip/femur, the surgeon noted the head was missing from the reamer shaft. Fluoroscopy revealed multiple metal fragments remaining in patient. Surgeon retrieved 15 pieces (pieces retained) from the left femur; fluoroscopy confirmed all pieces were removed.